Event description:
It was reported the patient received the following results within 15 minutes: 523 mg/dl (patient's meter), 532 mg/dl (patient's meter), and 232 mg/dl (paramedic's meter).

Event description:
It was reported the patient received the following results within 15 minutes: 523 mg/dl (patient's meter), 532 mg/dl (patient's meter), and 232 mg/dl (paramedic's meter).